Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) one day post-implant while sleeping. A review of the s-ecgs showed a wandering baseline that was oversensed. Following the shock, atrial fibrillation (af) with rapid ventricular response was observed, but was below the detection rate. Boston scientific technical services (ts) discussed that since the signal was programmed to alternate, air could be at either the xiphoid or distal incision. Ts discussed trying to recreate with palpitations. The device was reprogrammed from alternate to primary vector. Smart pass feature was programmed off, but has not been enabled. Ts discussed options going forward. No further issues have been reported.